Event description:
It was reported that the lens was hard for loading into the cartridge as well as injecting it into the eye. The unfolding process took 7 minutes. Reportedly the post-op was perfect. There were no injuries or incidents. The patient and surgeon were happy with the results.

Manufacturer narrative:
Envista toric intraocular lens is not currently approved in the united states; this report is being submitted based on similarity to envista intraocular lens. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.